Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by unloading the cartridge and delivering a bolus, the cartridge alarm persisted, preventing successful insulin therapy resumption. Consequently, technical support assisted by sending a replacement pump and advised the caller on transferring settings and connecting their continuous glucose monitor to the new device. The customer was instructed on storage mode and return procedures for the defective pump. Customer will use a backup insulin pump.